Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be made at this point. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2003 - the patient was implanted with an unknown bard marlex mesh during a vaginal colporrhaphy procedure. (B)(6) 2009 - the patient underwent resection of the previously placed vaginal mesh due to the mesh eroding through the vagina and partial explant of mesh material. The attorney's report alleges permanent injury, erosion, nerve damage, additional medical and surgical intervention, defective mesh.